Manufacturer narrative:
Catheterized 10 times per day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had a lack of therapeutic effect since being implanted originally in 2006. They could feel stimulation, but still had to catheterized 10 times per day and were unable to void. It was noted that the patient doctor had prescribed "8 a day "medication. The patient also stated that they may want it removed since it has not helped. There was no symptom control 50% or better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.